Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a resolution clip device was used for hemostasis of a bleeding ulcer in the ascending colon during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the clip could not be released from the catheter by pulling back on the slider so the nurse used kelly forceps to pull directly on the wire inside of the handle. This released the clip from the catheter; however, the clip did not remain on the tissue. The clip fell into the patient in a closed state and was left to pass naturally. The patient was given a dose of epinephrine and sent to the intensive care unit (ICU) for observation. Two hours later, the patient complained of discomfort and "felt like he was bleeding." The nurse also noted a significant drop in blood pressure. The patient was sent for immediate surgery due to internal bleeding, and received eight units of blood. The patient is stable following the surgery and is no longer in the ICU.

Manufacturer narrative:
It was reported the patient is over 18 years old. Reported event of clip difficult to release from catheter. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.